Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was intended to be treated with gore® excluder® endoprosthesis. It was stated that the aneurysm was not thrombosed and that the maximum diameter of the aneurysm was 75mm. After the trunk-ipsilateral leg component was positioned and deployed without issue, it was stated that the physician experienced difficulty when advancing the guidewire into the contralateral gate of the trunk-ipsilateral leg component. The device was reported to have been reconstrained and rotated in order to reorient the contralateral gate into a more optimal position. The physician elected to fully deploy the trunk-ipsilateral leg component and brought a snare catheter up and over the aortic bifurcation with the intention of pulling the guidewire into the gate (coded (B)(4)). It was stated that after the guidewire was snared, the trunk-ipsilateral leg component lost the proximal seal and was pulled into the aneurysm sac. The physician elected to explant the trunk-ipsilateral leg component and converted the patient to an open surgical repair of the vasculature. The patient tolerated the procedure.

Manufacturer narrative:
Corrected e2 to yes.